Event description:
The customer requested the run data file be investigated to determine a possible cause for the elevated wbc content in the platelet product. This report is being filed due to the potential for injury. The disposable set is not available for investigation as it was disposed of by the customer.

Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-process. A follow-up report will be provided.